Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap. Partial nephrectomy. According to the reporter: air leak test was performed prior to use on pt and any problem was found. However, the balloon was broken during procedure although other devices did not touch it. New trocar was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes.